Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, it was noted that the helix of the right ventricular lead was unable to extend and retract. The lead was replaced and the procedure was completed successfully. The patient was in stable condition.